Event description:
It was reported that the patient had received a letter from their healthcare provider stating ¿the pump was under a class one recall and a patient had died from a morphine overdose.¿

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: neu_unknown_cath, product type: catheter. (B)(4). Date of death is unknown. The date reported is the date of report.